Event description:
It was reported that after attempting to push the lead through a tight introducer, the physician claimed to see a deformity in the lead body. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found and no deformity was found. It was noted that blood was in/on the helix/lobe mechanism.